Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that there was a popping sound in middle of exam and no images on the monitors. There is no report of injury or death associated with the event described in this complaint.